Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found unable to generate alarms due to the mainboard being defective. No patient was involved because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection of the returned device found no faults. The functional evaluation confirmed the device could not generate alarms under expected conditions, establishing a relationship with the reported event. The root cause was determined as a circuit board failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.